Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): the getinge field service engineer (fse) that encountered the issue replaced the cap for fill line on the fill port of crm with a new, non-inventory cap and performed all functional and safety checks to meet factory specifications. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a broken fill port connector. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional contact information: (B)(6).

Event description:
N/a.